Manufacturer narrative:
(B)(4). The opt870 interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt870 was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing was pulled apart. A lot check revealed no other complaint for the lot number provided. Conclusion: we were unable to determine the cause of the damage. However, it is possible that the device may have been disassembled or pulled apart. The opt870 interface is shipped to the customer fully assembled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and deformation. Any product that fails the visual inspection is rejected.

Event description:
A hospital in (B)(6) reported that a opt870 tracheostomy interface fell apart while in use. It was further reported that the patient desaturated.